Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative from a laparoscopic left hemicolectomy, a fistula complication occurred, which was solved without re-operating the patient. It was reported that the two devices worked properly during the procedure.